Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported hypervolemia and right ventricular (rv) dysfunction could not be established through this evaluation. Additionally, the account communicated that the patient was non-compliant with medications and diet restrictions. The reported damage to the silicone jacket of the pump cable was confirmed by an onsite abbott representative and through the submitted images. Additionally, discoloration of the pump cable¿s inline connector bend relief was confirmed through the images. An onsite evaluation of the pump cable was requested, and inspection revealed no damage to the underlying wires. A cosmetic repair of the pump cable was successfully performed on (B)(6) 2021 using rescue tape. Although a specific cause for the damage and discoloration could not be conclusively determined through this evaluation, these findings did not appear to have contributed to any electrical issues. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 "introduction" lists right heart failure as a potential adverse event that may be associated with the use of heartmate 3 lvas. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Suggested treatment options for patients with right heart failure are also addressed in this section. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The current heartmate 3 lvas patient handbook, rev. C, also contains information about how to care for the driveline. The relevant sections of the device history records for (B)(6) and the percutaneous cable were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted (B)(6) for hypovolemia and rv dysfunction, now on diuresis. The patient's non-compliance with medication contributed. During routine dressing change, damage to the silicone layer of the pump cable was observed which required rescue tape. The patient's modular cable was exchanged due to damage and disposed of after finding sand in the modular connection/rescue tape.